Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava filter. Per the patient profile form (ppf), the device was implanted due to a history of morbid obesity and deep vein thrombosis (dvt) treated with chronic anticoagulation. Post open gastric bypass gastrointestinal bleeding requiring blood transfusion and vitamin k and fresh frozen plasma. The patient was reported to have tolerated the index procedure without immediate complication. The filter subsequently malfunctioned, perforated the inferior vena cava (lvc) wall and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion, and perforation of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The patient is reported to continue to experience anxiety and abdominal pain related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Pain and anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates the device was implanted due to a history of morbid obesity and deep vein thrombosis (dvt) treated with chronic anticoagulation. Post open gastric bypass gastrointestinal bleeding requiring blood transfusion and vitamin k and fresh frozen plasma. The patient was reported to have tolerated the index procedure without immediate complication. The patient is reported to continue to experience anxiety and abdominal pain related to the device. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date.   As reported through the legal department via a legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, perforated the lvc wall and caused injury and damages to the plaintiff, including, but not limited to blood clots, clotting and occlusion, and perforation of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages, which required medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. No additional information is available.   The product was not returned for inspection. Manufacturing records (DHR) could not be performed as the product catalog and lot number were not available.   The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis, occlusion, vessel perforation, clotting, and/or blood clots do not represent a device malfunction. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. It is possible that patient and/or pharmaceutical factors may have contributed to these concerns. Without procedural films for review, the reported retrieval difficulty could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, perforated the lvc wall and caused injury and damages to the plaintiff, including, but not limited to blood clots, clotting and occlusion, and perforation of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages, which required medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. No additional information is available.